Event description:
The healthcare professional reported injecting 1cc of evolysse form into the lips of a patient. The patient experienced intermittent swelling for more than three (3) weeks post injection. The patient was treated with steroids and the swelling has improved.

Manufacturer narrative:
Eus (B)(4).